Event description:
It was reported that insufficient roll-off occurred. A 3.5cm x 25cm leveen standard needle electrode was selected for use in a radio frequency ablation procedure. The device was used in the abdomen. The impendance did not increase during ablation, and it was thought that it was possibly inside the blood vessels. However, it was then confirmed with echocardiography that it was not inside the blood vessels. Since the device could not be used, the device was exchanged. Another size was used to successfully complete the procedure. No patient complications were reported.